Event description:
It was reported that during the implant attempt, the physician tried to implant the right ventricular (rv) lead using several stylets, but had difficulty maneuvering and positioning the lead. The physician did not feel the lead was moving inside the sheath and had difficulty removing the lead from the sheath. The physician was concerned about the integrity of the lead and coils with the force used; therefore, the lead was not implanted. Another lead was used. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.